Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from november 12, 2010 ¿ november 13, 2010. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the blue winged luer cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate was missing the ¿blue tip.¿ the reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 18 of 24.